Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronic's quality laboratory, the valve was slightly distorted. Several pledgets, sutures, and host tissue were received with the valve. Several green and white multifilament sutures appeared to have been removed from the sewing ring. The appearance of the existing sutures suggested long suture tails. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. Tears and abrasions through the free margin and lunula of the left and right cusps appeared to be due to contact with the bias cloth and/or long suture tails. A hole in the sewing ring and host tissue that remained attached on the outflow was inline with a hole in the lunula of the right cusp. Glistening off white pannus remained attached to all cusps along the inflow margin of attachment, into all inferior coaptive areas, and 1 to 5 mm onto all cusps showing evidence of a reduction in the inflow orifice area. An unk amount of pannus appeared to have been removed during explant. Radiography showed mineralization along the margin of attachment of the right cusp. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a pt related condition. Additionally, analysis suggests user error in leaving long suture tails contributed to the clinical observation.

Event description:
Medtronic received info that this bioprosthetic valve was explanted three years post implant due to stenosis and regurgitation. At explant, cuspal tears, calcification, pannus formation, and hemolysis were noted. No adverse pt effects were reported.